Event description:
It was reported that the patient presented for a revision procedure of the right ventricular lead. It was noted that the lead exhibited chronic noise and low impedance. The lead was capped and replaced on (B)(6) 2017. The patient was stable post-procedure.